Event description:
Customer called to report high bgs. Also stated that the driver arms were loose and driver block was sliding in the locked position. Device was not dropped, bumped, or exposed to moisture.